Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k062195.

Manufacturer narrative:
(B)(4). Device evaluation the test strips (lot #3003151 and 3038879) involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips have passed testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's husband contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was displaying the "apply sample" icon. The complaint was classified based on the customer care advocate (cca) documentation. The patient's husband reported the alleged issue began approximately a year ago prior to contacting lfs. The husband informed the cca that the patient manages her diabetes with pills and diet/exercise. Due to the alleged issue, the husband indicated the patient was consuming less food and/or drink. On the evening of (B)(6) 2011, the husband stated the patient began to feel dizzy and lightheaded after the alleged issue began. On the morning of (B)(6) 2011, the husband stated he contacted emergency medical services (ems) for assistance. When the ems arrived, the husband reported the patient was administered an unknown type and dose of insulin. On the same day that the patient was treated by the ems, the husband reported the patient was tested by the doctor/clinic meter; however he was unable to specify the result obtained. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the correct test strips were used, and the patient's process for testing was incorrect. The alleged issue however was not resolved because the patient's husband was unable or unwilling to walk through a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient's husband claims the patient was unable to test her glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.